Event description:
It was reported that during middle cerebral artery mca stenosis case, used subject guidewire to build access. When delivered it in patient's body, the operator found the subject guidewire suddenly lost its manipulation. The operator felt the subject guidewire fractured so withdrew it out and found distal of subject guidewire stretched and fractured. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned in two fragments. (185cm proximal fragment and 13cm distal fragment). The guidewire was seen to be kinked in two locations 85cm and 96cm from the proximal end. The guidewire coil was seen to be stretched and the nitinol tubing and core wire fractured broken. The distal fragment was inspected, and the nitinol tubing was broken/fractured with the wire stretched. The core wire distal end was observed through the distal tip dome. Functional inspection: guidewire was broken/fractured was visually confirmed. Torque problem - fail, guidewire did not have distal movement due to break. Guidewire distal tip stretched was visually confirmed. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that when delivered it in patient's body, the operator found the guidewire suddenly lost its manipulation. The operator felt the guidewire fractured so withdrew it out and found it stretched. Additional information provided by the physician indicates that the device was confirmed to be fractured, the patient's anatomy was moderately tortuous. The device was returned, and it was noted that the distal end of the guidewire was fractured and stretched, there was kinking noted to the guidewire and the guidewire was unable to transfer torque to the distal end due to the fracture. It is probable that the guidewire was damaged/ fractured during advancement to the target site, the anatomy may have contributed to the reported event. The device most likely was unable to transfer the torque to the distal tip as the tip had been fractured. The guidewire tip was likely stretched as it was removed from the patient. An assignable cause of procedural factors will be assigned to the reported guidewire distal tip stretched, guidewire torque problem and guidewire distal tip broken/fractured during use and to the analyzed guidewire kinked/bent, guidewire distal tip stretched, guidewire distal tip broken/fractured during use and guidewire torque problem, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.